Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Five weeks postoperatively, the pt experienced increased myopia and astigmatism. Upon examination, the lens had vaulted asymmetrically in a z-configuration. A yag capsulotomy was performed in order to reposition the lens. Additional info has been requested.